Manufacturer narrative:
(B)(4). Batch # n5405a. The analysis results found that two 6r45b reloads were received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what device code was being used with the cartridge reload?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staple not fully formed. The area was sutured to complete the procedure. There were no adverse consequences for the patient.